Event description:
It was reported that one of the screws/pegs at the tip of a vitality rod gripper fractured intra-op, and that the piece broke while under stress after being secured to a rod in the thoracic spine. The piece was retrieved, and a secondary device was available to use for the rest of the procedure. There was no patient or procedural impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.